Manufacturer narrative:
Investigation no sample returned review DHR. Analysis and findings distr. History the complaint product (sn (B)(6)) was manufactured at csi on 07/20/21 under work order (B)(4). Manuf. Record review DHR - 307499 was reviewed and no non-conformity, related to the complaint condition, were noted. Incoming inspect. Review incoming inspection record review not applicable to this product. Serv. Hist. Record no service history record found for this unit. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions, where the handle broke. Product receipt the complaint product has not been returned to coopersurgical. Visual eval. Evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. While photos were submitted with the complaint, they could not be accessed. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional eval. Functional evaluation was not possible as product has not yet been returned. Root cause although the product was not returned, this complaint condition is similar to previous complaint instances. Based on these historical complaints and prior root cause investigation, it was confirmed from tests that the failures were occurring at a level of force not likely to occur with just the articulation of the handle. Instead, it was apparent that the loads required to break the handle exist when the koh efficient (ke) is not in the proper position on the arm. When the ke is not properly positioned, it can impede in the rotation of the tip drum, introducing an undesired force on the device which can result in a broken plastic handle. The plastic handle did not undergo a recent design or material change. Should complaint unit be returned in the future, additional information will be added to complaint file. Correction and/or corrective action coopersurgical will continue to trend this complaint condition. No further corrective action is required at this time, as the complaint condition was not confirmed. Product was not returned for evaluation. Was the complaint confirmed? No.

Event description:
After placing the rumi w/attachment in patient, the handle fell apart and the missing part had to be retrieved from patient. Rumi ii backloadable umh650 e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currenlty investigating the reported condition.

Event description:
Per details reported on (B)(4). "After placing the rumi w/attachment in patient, the handle fell apart and the missing part had to be retrieved from patient. I am not sure when this particular handle was purchased."